Event description:
It was reported the insulin pump alarmed during bolus or basal. Customer's blood glucose was unknown. The device was not exposed to high magnetic field. Alarm was cleared. Customer was advised to disconnect from the device. Alarm occurred four times in the last month. Customer was able to rewind the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradcigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.